Event description:
It was reported that upon inspection of the tubing and setup, there was a clear break in the seal at the junction of the tubing on the walkmed bag and the leur lock. The picture below was not great, but it gives the idea of where the break was. When they pushed the fluid through the tubing, there was an obvious loss of fluid, they felt confident that this occurred after it was made and delivered to oncology. No patient harm or no patient injury. The event occurred immediately on use. The operator of the device was a health professional.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. No event history log provided.